Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -5.0/5.5/091 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Lens rotation not associated with a low vault was observed. Repositioning was performed but did not resolved. On (B)(6) 2022 the lens was explanted. No major problems after explantation. Cause of event due to the device and patient related factor.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specification. Claim# (B)(4).